Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Consumer reported upon removal of a tampon, the string broke into pieces leaving the pledget inside her vaginal cavity. She attempted to remove the pledget for two to three hours. She was finally able to manually remove the pledget and did not seek medical attention. She did not experience any adverse health effects.